Event description:
Per the clinic, the patient experienced pain around the implant site reportedly due to the position of the receiver/ stimulator, and the issue could not be resolved. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct date of the report and date received by manufacturer date is (B)(6) 2012; not (B)(6) 2012 as previously reported. This report is filed september 27, 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.